Event description:
On (B)(6), 2009, an allen sales rep was contacted by a customer reporting a non-injury incident involving an allen camp. A written report from the hospital followed and was received by allen on (B)(6). According to the report, the incident occurred after the completion of the procedure, when the clamp came free from the table rail. The patient was still on the table at the time but not injured.

Manufacturer narrative:
The sales rep visited the facility immediately after the incident. During that visit, the rep witnessed the users install the rail clamps in such a way that damage to the units or a failure could result during use. In-service device instructions and corrective training were both provided. Allen has been notified that the damage clamp will not be returned for our evaluation but may be evaluated at their facility. At this time, there are no plans to do an engineering evaluation in the field. This incident is being reported in response to a medwatch report completed by the user facility.